Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post deployment of the trunk ipsilateral leg component the device was reported to have migrated distally approximately 1cm; and appeared to be slightly inclined with the left side seeming to sit lower than the right. Post angioplasty of all devices with a reliant¿ stent graft balloon catheter, intraprocedure angiography identified a type ii endoleak originating from the inferior mesenteric artery (ima). Additional angiography of the proximal trunk was performed and dissection near the proximal end of the trunk ipsilateral leg endoprosthesis was suspected. A gore® aortic extender was implanted proximally to extend coverage and treat the dissection. Conclusion angiography showed resolution of the dissection however the type ii endoleak persisted. The patient tolerated the procedure and will be monitored by the physician. The physician stated that the second round of angioplasty may have been too excessive; with the pressure to the proximal inclined edge of the trunk possibly contributing to the dissection.